Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference: (B)(4).

Event description:
It was reported that the patient reported jaw pain on (B)(6) 2025 with no improvement by day 4 and noted that his jaw in now uneven and making if difficult to chew. The patient experiencing jaw pain and prolonged sensitivity when chewing. The patient stopped using the device on (B)(6) 2025 but the pain did not go away even after the patient stopped wearing the device. The patient is currently scheduled to see another provider.

Manufacturer narrative:
Additional information: d9 corrected information: e3, g2 the investigation has been completed and the results are as follows: DHR results there were no issues during the manufacturing process. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was transparent and had discoloration. General cleanliness - the returned device appeared to be not clean. Root cause description based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Manufacturer reference #: comp-(B)(4).